Manufacturer narrative:
Other applicable components are: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving intrathecal lioresal via an implanted infusion pump. The pump was programmed to deliver lioresal 2000mcg/ml at a dose of 1150mcg/day. The pump's indication for use (IFU) was listed as multiple sclerosis and intractable spasticity. For about the last year, the patient has had fluid on top of the pump and some fluid typically leaks out after the refill. The hcp was considering testing the fluid for the presence of baclofen. A company representative reported that as per an hcp fluid around the pump was aspirated on (B)(6) 2015. The fluid was sent to the hospital lab to be sent to a third part lab to determine if the fluid was drug or cerebrospinal fluid that could be caused from a pocket fill post pump refills, or leaking of the catheter, or if the pump refill septum was leaking fluid. It was indicated that the hcp was told "a pocket fill is also a catheter leak and a pump leaking fluid". The hcp was inquiring about the number of unhealed / seromas that have occurred with patients. No further information was reported. Additional information was received from a healthcare provider (hcp) indicating the start date of lioresal therapy was 2012 and was ongoing. Other medications the patient was taking at the time of the event included: venlafaxine, methenamine mandelate, bupropion, modafinil, and donepezil. The patient's pertinent medical history included: multiple sclerosis, skin breakdown, dysphagia, and cognitive decline. They were deciding now whether to do a dye study or not. The plan was still developing. The patient had chronic wounds, some in the sacral area, and may not be a surgical candidate for exploratory surgery or pump replacement. The cause of the fluid at the pump pocket was not yet determined. The fluid in the pocket had been chronic for many months. The situation had not been resolved as there was still fluid in the pocket. The hcp was wondering if this was due to a catheter disruption at the pump. Additional information was received from a healthcare provider (hcp) indicated the lioresal start date of therapy was (B)(6) 2015 and the end date was (B)(6) 2015. Pertinent medical history included multiple sclerosis secondary progressive and spasticity. The patient was allergic to sulfa antibiotics and vancomycin. Troubleshooting performed included fluid aspiration/analysis and dye study and the catheter was contiguous and patent, but catheter had slipped down to l2. So far there was no action taken and it was still unclear as to the source of baclofen in the pocket. It was noted it could be "tracking back through hole in dura possibly or provider pocket fill, but doubt the latter". The fluid at the pump pocket was not resolved and was still present. On (B)(6) 2016, a fluoroscopically guided baclofen pump study with contrast was performed which found the port of the baclofen pump was easily accessed. Contrast injection opacified the catheter of the baclofen pump. There was no evidence of contrast extravasation or catheter discontinuity. The catheter terminated at approximately the level of l2, as seen on the prior study of (B)(6) 2013. Successful fluoroscopic evaluation of the baclofen pump demonstrated intact tubing. No evidence of contrast extravasation identified during the study. If additional information is received, a follow-up report will be sent. Information omitted pertaining to (B)(4) - lack of effect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.